Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians in ICU stated that the alarm "beeped too much." They also stated that "the pump alarms loudly and nonstop when the infusion is complete, even when they are in the room and actively entering a new vtbi". The clinicians believe that they press the silence key, and the alarms does not silence. Bd clinical consultant (cc) demonstrated silencing the alarm and entering new vtbi on the demo device used in rounding and the alarm was silenced. Cc encouraged nurses to send pumps to biomed/clinical engineering if the silence key does not function correctly. An rn also stated the pump alarms too frequently and quickly when they are trying to program new fluids or in the middle of line change (walk away alarm). There was patient involvement but no harm. There was an inherent enhancement request that if the clinician is actively resolving the alarm, the alarm should silence automatically.